Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint (error c-54 occurred on the erbe). Upon visual inspection, the returned unit was found to be in good condition. The iesu was analyzed and placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The probable root cause of this reported issue is attributed to a component failure. The complaint regarding getting error on the erbe was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an error c-34 appeared on the integrated electrosurgical unit (iesu/erbe). An intuitive surgical inc. (Isi) technical support engineer (tse) suggested to reboot the iesu and change the outlet energy of the erbe, still the issue persisted. The tse suggested to switch to a third-party generator. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error c-34, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: the customer switched to third party generator due to erbe errors during procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.